Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83360) as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within its opened echelon-10 micro catheter inner pouch and within a dispenser track. The unknown guidewire used during the event was not returned. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.6cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip appeared to be broken at proximal end of distal marker band. The distal tip appears to have been shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; water exited from break at proximal end of distal marker band and the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited deformity consistent with tip shaping. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip was broken after tip shaping. The root cause could not be determined. H6 coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon 10 delivery coil was selected. After the echelon 10 was hydrated normally, it was inserted into the guide wire, but the guide wire tip could not come out. Therefore, replaced it with the microcatheter echelon 10 of the same model and brand. After shaping, the tip was broken, and only a microcatheter of another brand could be replaced. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a right side, ophthalmic artery segment aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 6 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.